Manufacturer narrative:
Based on the claim against the product by the customer noting that the patient clearance button was not working, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the complaint regarding the patient clearance button not working was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Error 25745 was confirmed in the remote logs. The usm was tested on an in-house system in normal mode, which triggered no errors. The unit failed the button test. The tornado down switch did not work. The unit failed the insertion buttons test. During the inspection of the usm, there was found to be fluid intrusion and contamination.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the patient clearance button was not working on arm 2 of the patient side cart (psc). During troubleshooting, the patient clearance button would go down but not up. The intuitive surgical inc. (Isi) tech support engineer (tse) reviewed the system logs and found a 25745 error, indicating an unstable patient side cart (psc) button. The procedure was converted to an open procedure due to the patient's anatomy, and not due to the system. Isi followed up with the initial reporter and obtained additional information. The reason for the patient's anatomical complication is unknown. It is unknown if the surgeon anticipated converting the procedure prior to starting. There was no patient injury reported. The surgeon is unsure of what caused the reported issue. The patient arm clearance button is not routinely checked. No issues were noted during procedure setup. It is unknown how soon the issue occurred after the start of the procedure. There were no noted post-procedure complications. There are no video recordings available.